Event description:
According to the initial report received via a phone conversation on (B)(6) 2022 with cryolife sales representative (csr), one of my surgeons just called to report that a patient of his has been admitted today [(B)(6) 2022] for a stroke. The patient had an onx aortic valve implanted possibly in (B)(6) 2021. Per the surgeon the "patient is doing ok."

Event description:
According to the initial report received via a phone conversation on (B)(6) 2022 with cryolife sales representative (csr), one of my surgeons just called to report that a patient of his has been admitted today [(B)(6) 2022] for a stroke. The patient had an onx aortic valve implanted possibly in (B)(6) 2021. Per the surgeon the "patient is doing ok."